Event description:
Related manufacturer reference number:1627487-2024-07975. It was reported the patient experienced ineffective stimulation and x-rays indicated that 2 leads were fractured. As a result, surgical intervention was undertaken wherein the leads was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9168223.